Event description:
It was reported that during a percutaneous coronary artery stenting treatment procedure, crossing difficulty and stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous, calcified mid right coronary artery (rca). The lesion was pre-dilated with a 3.0x20mm maverick2 balloon, which was inflated one time to 6 atms. The physician attempted to place the 3.5x20mm liberte stent, but was unable to cross the lesion. The device was then successfully removed and once outside the pt, stent damage was noticed. The procedure was completed with a different device. No pt complications were reported. Pt's condition is reported as "good".

Manufacturer narrative:
(B)(4).